Manufacturer narrative:
Patient information was not provided. Device has not yet been returned to sorin group (B)(4). Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the sorin heater-cooler system 3t alarmed with multiple error messages. There was no patient injury reported. A sorin group field service representative was dispatched to the facility to investigate and was able to confirm the reported error codes. The patient bridge was replaced to resolve the issue and a subsequent functional verification test showed no further issues. The unit was returned to service. A review of the DHR did not identify any deviations or non-conformities relevant to the reported failure. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the sorin heater-cooler system 3t alarmed with multiple error messages. There was no patient injury reported.

Manufacturer narrative:
Livanova (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). The reported issue was detected during a procedure. The old cardio and patient circuit bridges were received at lauda for examination. The lauda team performed visual and functional investigation and determined that the root cause of the reported issue is both pump motors are defective due to pollution (one motor has bearing damage and the other one has insufficient speed). Since no specific trend could be identified; livanova (B)(4) has determined that a CAPA is not needed.